Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time.

Event description:
A notice was received from (B)(6) alleging that patient has sustained personal injuries on (B)(6) 2011, from the implantation of the stryker abgii hip components.